Event description:
The physician intended to use a 2.5 x 18 mm endeavor resolute drug-eluting stent to treat a lesion in a patient. It was reported that the stent was observed to be damaged following removal of the protective sheath. The device was returned to the manufacturing facility for evaluation - the stent was damaged and there was evidence that the device was used in the patient. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was flared. The balloon folds on the proximal pillow were partially opened and disturbed. The first six proximal stent segments were intact. The remaining segments were deformed and severely stretched with the distal segments extending past the distal tip. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
(B)(4). Results: root cause of stent damage was most likely procedural related. Stent damage. Conclusions: root cause of stent damage was most likely procedural related. Stent damage.